Event description:
The laparoscopic scissors arched onto the bowel during surgery. The physician placed one stitch into the serosal injury to prevcent any potential leakage from the burn area. The surgeon surmised that the arc occurred through a small hole in the insulation of the scissors. The lap scissors handle: product # 3904. The scissors tip is called the renew 2 and the product # is 3141.